Manufacturer narrative:
(B)(4).

Event description:
Procedure: foot and ankle surgery. As reported in the medical journal article "severe scar problems following use of a locking barbed skin closure system in the foot." Wound irritation dehiscence severe scar problems following use of a locking barbed skin closure system in the foot. (B)(6), five out of 11 (45%) cases had varying degrees of wound irritation and dehiscence due to prominent barbs (cases 1, 4 and 6). Invariably bard excision in clinic was necessary and seemed to resolve the problem without the need to resort to formal scar excision and reclosure.